Event description:
Patient was revised to address pain and elevated metal ion levels. Update rec¿d 12/18/2014: patient's medical records were received. Medical records were reviewed for MDR reportability. According to the records upon revision metallosis and bearing surface wear was also found. Also upon revision, the liner was unable to be removed from the cup, therefore the cup had to be revised. The cup is going to be reported at this time. The complaint was updated on: 01/12/2015.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, these devices are exempt from device history record review. The complaints databases search identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).